Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, it appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 the graftmaster was implanted in the patient and sealed the perforation in the circumflex artery. It was noted that the graftmaster was expired. The patient was discharged on (B)(6) 2017 and was stable on medication. On (B)(6) 2017 the patient was having ventricular tachycardia/ventricular fibrillation (vt/vf) and underwent cardioversion. Unfortunately, the patient expired on (B)(6) 2017 secondary to cardiac arrhythmias and cardiac arrest. The physician felt that the death was not related to the graftmaster but related to the arrhythmias the patient was having. No additional information was provided.